Event description:
It was reported that an ilet bionic pancreas was dropped at school and sustained a cracked screen, and a replacement was issued via overnight shipping while blood glucose use continued without interruption. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse health effects. Outcomes included no clinical impact and no need for medical intervention. Investigation included customer service triage, verification of serial number and shipping details, instructions for data sync and device shutdown, and arrangement for device return with a shipping label. Investigation of this device revealed physical damage to the display consistent with an external impact, with no reported device alarms or performance issues. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.